Manufacturer narrative:
Other, other text: additional information was received indicating patient details: updated a2, a3., corrected data: g3, e1 contact.

Event description:
It was reported that error "no disposable pump wont run" occurred. Patient states this has happened 2-3 times before with faulty cassettes. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample received consist in three cassette products. Samples were received in decontaminated conditions and inside of a plastic bag without their original packaging. Visual inspection results: no damages detected, kinks or voids that could cause the failure mode reported. Functional testing: samples were filled with 100 ml of water; the samples were connected to a pump to look for unusual function. Results: samples were fully priming and connected without difficult, only one of them could not be connected due to -no disposable pump would not run- alarm was active; no discrepancies were detected in other two, the pump was set running and no alarms were activated. Accuracy test: the both samples that pass functional testing were connected to a pump and a balance mettler to look for unusual function. Results: no discrepancies were detected in none of the samples during the delivery test execution, the pump was set running and no alarms were activated. The complaint was not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.